Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument wouldn't fully close or clamp down over tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have grip input disks 6 and 7 broken.